Manufacturer narrative:
Results and conclusion summation-product performance engineering reviewed the incident information. It is possible that the stent may not have been fully expanded during the initial procedure, thereby contributing to the thrombosis and subsequent angina that the patient presented with a week later. Thrombosis and angina as listed in the device risk assessment and the instructions for use are known adverse effects associated with coronary stenting. These known patient effects are not necessarily an indication of a product quality issue. A conclusive root cause for the reported patient effects, and the relationship to the device, if any, cannot be determined. No device issue during the procedure was reported.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunctions has been reported. It was reported that in 2008, a 3.0 x 23 mm vision and a 2.75 x 23 mm zeta were implanted at a lesion located in the proximal to mid left anterior descending. Five days later, the patient complained of chest pain and a coronary angiography (cag) was performed. As a result, the thrombosis was confirmed around the vision stent. So, the thrombosis was suctioned and another company's balloon was inflated at the lesion with a high pressure. No additional event or patient information is available.